Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Reportedly, the customer wears the pump against their skin and a temperature change had occurred to the pump prior to the occlusion alarm declaring. Blood glucose (bg) level was 378mg/dl and a bolus was delivered to correct bg level. During troubleshooting, a test bolus was delivered and insulin was observed ripping out of the infusion set tubing as expected. No damage was noted to the infusion set cannula. Additionally troubleshooting was declined by the customer. Tandem technical support advised the customer to wear the pump in a case in order to prevent temperature changes to the pump. The customer performed an infusion set site change to address the issue.